Event description:
It was reported that the cartridge connector broke off and the user was unable to remove the cartridge from the ilet despite attempting a rewind and trying a new connector; agents advised using small pliers or tweezers for removal, and no alerts or alarms were reported. Investigation of this case revealed a mechanical problem traced to component failure involving the reservoir, characterized as a failure to disconnect. No clinical symptoms reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the reservoir assembly.